Manufacturer narrative:
This product is registered as a combination product.

Event description:
During an in-clinic follow-up, it was noted that there were episodes of noise and oversensing with inhibition of pacing noted on the right ventricular (rv) channel. It was suspected that the lead was damaged which resulted in the noise and oversensing episodes. The device was reprogrammed to resolve the event and the patient was stable.